Event description:
A (B)(6) male peritoneal dialysis pt, whose pmh was unable to be obtained, has reported to his pd rn that, during the first exchange of the day on (B)(6) 2012, fluid was leaking from a small hole in the catheter extension set tubing. The pt did not notice the leak until near the completion of the fill stage of his treatment. The pt clamped the line and did not complete the treatment that night. Within 24 hours, the pt presented to the pd rn with s&s of peritonitis. The pt was treated with ip vancomycin 2 grams and gentamycin 160mgs. The peritonitis has since resolved and the pt continues with pd therapy.

Manufacturer narrative:
(B)(6).